Event description:
A closed representative sample reservoir that was not used on a pt was returned for evaluation. During the evaluation, the device was confirmed for anti-reflux valve failure. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Result - a representative sample was returned for eval. Functional test was performed and functional failure was observed as the bulb did not inflate when the air was compressed out, the antireflux valve edges visibly deteriorated and stuck together. Conclusion: the device was received in a condition which does not meet specification.